Event description:
It was reported that an insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.